Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under delivered. They stated that the dose was set to 600 ml but that when the pump alarms dose done over 200 ml is left in the bag. Mmdg followed up with the initial reporter who stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).